Manufacturer narrative:
The livanova service representative assigned to the case replaced the clamp and removed it from service. It is unclear whether the clamp was tested before its removal, and no response was provided to the request to make the clamp available for further investigation. A review of the service history of the device has been conducted, indicating that no other similar events have been reported. A wider review of complaints was conducted, revealing that other occurrences of the issue have been reported to livanova. Based on all the available and collected information, it cannot be excluded that a failure of the arterial clamp is the cause of the issue. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H11: livanova deutschland manufactures the arterial clamp- ac arm long (620 mm). Preliminary investigation found: the logs were checked from october 29: the arterial clamp gave an error code 1200 (ac defective) at 7:09, the case was exited and a new case was entered. The error code 1200 was displayed once again + error code 2450 (meaning the ac clamp has communication issues with the console), the case was exited and a new case was entered. No issues recorded this time. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report of a defective arterial clamp during priming after package is open. There was no patient involvement. During the investigation of the serial read out (real time device parameters and setting recording file), it was identified the error 1200 displayed twice and error 2450 displayed once before bypass during the first stages of a procedure. Both error codes are related to a problem with the ac and might reoccur.